Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, had dislodged. An invasive procedure was performed and this lead was successfully repositioned. Following the procedure, this lead began oversensing the p-wave. The device was reprogrammed due to the observed oversensing. No additional adverse patient effects were reported.